Event description:
Shoulder revision surgery of a smr reverse prothesis performed on (B)(6) 2020, due to implant dislocation. According to the complaint source, the patient complained of some mild pain on his first post-operative visit that took place on (B)(6) 2020, and x-rays showed that the prosthesis had dislocated. The revision surgery was scheduled for (B)(6) 2020. The following components were explanted and replaced: smr glenosphere ø 40mm (product code 1374.09.121, lot #1921503 - ster. 1900463). Smr reverse humeral body (product code 1352.15.010, lot #1920875 - ster. 2000003). Smr reverse liner std d.40mm (product code 1365.50.810, lot #19at2b8 - ster. 1900424). Smr small-r connector +2 (product code 1374.15.312, lot #1919130 - ster. 1900405). It was reported that the cause of the dislocation was not known. Patient's history of revision surgeries is the following: smr reverse prosthesis implanted on (B)(6) 2020; first revision surgery performed on (B)(6) 2020, due to implant dislocation (event reported on this form); second revision surgery performed on (B)(6) 2020, due to implant dislocation. The event was registered as complaint (B)(6) and reported to the FDA by MFR #3008021110-2021-00101; third revision surgery performed on (B)(6) 2020, due to infection. A cement spacer was implanted. The event was registered as complaint (B)(4) and reported to the FDA by MFR #3008021110-2021-00102. It was further reported that the cement spacer also dislocated post (B)(6) surgery. A customized shoulder implant was requested. Patient is a male, (B)(6). It was reported he has type 2 diabetes. He suffers of gastroesophageal reflux disease (gerd), hypercholesteremia and hypertension. Event happened in the us.

Manufacturer narrative:
By checking the manufacturing charts of the involved lot #1921503, no pre-existing anomaly was found on a total of (B)(4) items manufactured with the same lot #. According to our records, at least (B)(4) glenospheres with lot #1921503 - ster. 1900463 have been implanted and this is the only complaint received on this lot #. Explanted items were not available to be returned to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically pre-operative x-rays related to the revision surgery were requested to the complaint source, but they were not available. Based on the few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the manufacturing charts highlighted no anomalies on the total number of components manufactured with lot #1921503, we can state that the event was not product related. Pms data: according to limacorporate pms data, the revision rate of smr reverse implants due to dislocation is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issue. Note: this is a combined initial-final MDR.